Manufacturer narrative:
Investigation results: device evaluated by manufacturer. The complaint device was received for product analysis. During visual and microscopic inspection, device revealed that the wire was found detached from the distal end at 7.7cm from distal to proximal. Dimensional inspection was performed and the total length of the guidewire was 330 cm. According to the specifications, the upper limit is 331 cm, lower limit is 329 cm and the returned guidewire length is 322.3. This means that 7.7cm of the wire detached and did not return for analysis. Device analysis findings: the device was returned for analysis. During the product analysis no visual issues could be found that can be attributed to the reported issue, based on the evidence, the reported guidewire kinked is not confirmed. Additionally, the distal end detached found during the analysis could not have contributed to the reported issue. Investigation conclusion: this investigation has been assigned an investigation conclusion code of device problem excluded following a review of the returned device, reported event details and available information. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation. Additionally, during the product analysis, it was observed the distal end detached. The issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique. The cause code assigned is adverse event related to procedure. D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details. E1-initial reporter city: (B)(6).

Event description:
Reportable based on device analysis completed on 03mar2026. It was reported that the guidewire was kinked. A rotawire drive was selected for use. During the procedure, the guidewire was kinked. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the wire was found detached from the distal end at 7.7cm from distal to proximal.